Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical generator unit (iesu) has been returned and evaluated by the original equipment manufacturer (OEM). The reported failure was confirmed and reproduced. The unit produced c-70 and 2-71 errors on start-up.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, errors c-71 and c-70 occurred on the integrated electrosurgical generator unit (iesu) and could not be resolved. The customer attempted to use the external ft-10 generator, but the cable of the external foot pedals was not along enough. The customer elected to use the vessel sealer instrument with the e-100 generator. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer powered on the system and no error codes were present on the iesu. The customer plugged in the iesu monopolar and bipolar cords when the error codes came up. The customer used the separate bovie/foot pedals to complete the case along with the e100 generator for the vessel sealer bipolar function. The procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical generator unit (iesu) to fix the issue with the c-71 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The iesu was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation and failure analysis.